Event description:
Same as MFR report#: 6000093-2005-01087. It was reported that two weeks following a coronary drug eluting stenting treatment procedure, an aneurysm was detected. Target lesion was located in the right coronary artery (rca) and was predilated with an unknown balloon. Two taxus express2 drug eluting stents of unknown sized were deployed in an overlapping fashion in the rca. No abnormalities were seen after stent placement. Two weeks after stent placement the patient was admitted with chest discomfort, was taken back to the catheterization lab and aneurysm was seen. No intervention was done to the aneurysm.

Event description:
Aneurysm was found approximately 6 weeks after initial procedure.